Event description:
It was reported on (B)(6), 2025, the patient's PICC was found to be blocked, and after thrombolysis, oozing from the puncture point was obvious on (B)(6), and the doctor reported to the bedside chest radiography, which showed that there was no abnormality at the head end of the catheter, and the catheter was suspended on the same day, and was placed in the peripheral superficial vein, and the nurse consulting with the intravenous therapy specialist on (B)(6) determined that the catheter was ruptured, and the doctor ordered to replace the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.